Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the unit won't stay on. No patient impact or consequences were reported.

Event description:
The customer reported the unit won't stay on. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned device was evaluated. Visual inspection found the leg stands were missing from the device. The unit wont stay on when switching to battery from ac power and doesn't power on using battery power. Battery contact was loose from battery, preventing the unit from powering on using battery power. After reconnecting the battery, the unit powered on using battery without any issues. A service history record review reveals that this unit was in the field for over four (4) years with no previous reported issues related to this reported event.